Event description:
It was reported that during internal brace surgery the needle broke inside the instrument. There was no harm or adverse event for patient, operator or third party reported. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery. No further information received. Update, 29-jun-2021 -sac. Received further information that the surgery was finished successfully with an accu-pass from s&n.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-12990, batch 11333363 was received for investigation. Functional testing identified that the sample needle was unable to be advanced completely through the tube, as the needle used during the procedure appeared to have broken inside. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue.